Event description:
It was reported by the patient that the lead may have been "shut off." Follow-up with the physician's office clarified that the patient experienced phrenic nerve stimulation due to the left ventricular lead. The lead was programmed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.